Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-implant check of the insertable cardiac monitor, pressure was applied to the wound site. The device popped out of the pocket. No replacement was implanted. The patient was stable.